Manufacturer narrative:
(B)(4). The field service engineer reported the cause of this problem was the converter unit in the high voltage generator. After replacement the problem was solved.

Event description:
The customer states that it is not possible to generate x-ray.